Event description:
Patient had two hsv 1 positive tests (index values = 4.26 and 2.80) and two hsv 2 positive tests (index values = 1.56 and 1.98) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference report: mw5116984, mw5116985, mw5116987.